Event description:
Event complications: none from the event - reported 9/30/96. Patient's current status: unk - reported 9/30/96.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. The iab was received intact for evaluation with the membrane noted to be completely unfolded. No sheath was noted to be present on the catheter tubign. In addition, the original sheath used during the balloon insertion was not returned for evaluation with the balloon. The catheter o.d. Was measured and found to be within specification. It was not possible to insert the returned iab through a laboratory 10 french, 11 inch sheath due to the condition of the returned iab membrane. Probable cause of difficulty: based on the examination of the returned product, it was not possible to verify the encountered difficulty in the lab due to the condition of the returned iab membrane. Having the opportunity to examine the folded membrane and original sheath may have provided some additional info into the encountered problem. In addition, it was not reported if a second iab was inserted into the patient via the sheath from the first balloon. This info could have been helpful in determining whether or not the problem was iab or sheath related. In general, difficulty advancing the iab into the sheath or into the patient may be attributed to one or more of the following: the user may ahve not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath or iab may have hit the opposing wall of the artery causing it to kink. The patient may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath.